Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was torn and leaked. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported there was a slight rip/tear in the primary IV tubing resulting in a small leak. Patient notified rn "tubing was broken." Rn traced tubing and found slight rip/tear in primary IV tubing closer to patient, causing a small leak. Tubing disconnected and replaced.

Manufacturer narrative:
The customer¿s report of a slight rip/tear in the primary IV tubing resulting in a small leak was confirmed on primary set model 2426-0500. The leaking was determined to be due to a tear in the set¿s tubing above the male luer. Manufacturing facility (tijuana) has been made aware of this type of reported issue; corrective actions (CAPA 723603) was completed to address the root causes that are specific to their manufacturing site and has an effectiveness check plan for reduction of issue. The investigation was not able to find a definitive root cause but confirmed multiple proximate causes that can occur during the various steps of the manufacturing and shipping processes. Although the failure occurred during use, this failure will continue to be monitored for any rising trends. The device history record for primary set model 2426-0500 lot unknown could not be conducted because the lot information was not provided. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was torn and leaked. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported there was a slight rip/tear in the primary IV tubing resulting in a small leak. Patient notified rn "tubing was broken." Rn traced tubing and found slight rip/tear in primary IV tubing closer to patient, causing a small leak. Tubing disconnected and replaced.